Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - service code(s)/wrench code(s)) was confirmed. The cause of this service code was that the c1 capacitor shorted. The l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing and the inability to power on is the c1. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed service code(s)/wrench code(s).